Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The reported event was confirmed. Microscopic inspection of the returned lead revealed a kink on the lead body where multiple internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
Follow up revealed that the patient underwent surgical intervention to have their lead replaced.